Event description:
It was reported that during testing conducted by a manufacturer field service technician, the drill attachment was getting over-heated. This event did not occur during a surgical procedure, so there was no patient involvement. No user injury was reported, and no other adverse consequences were alleged with this event.

Manufacturer narrative:
The drill attachment was returned to the manufacturer and the complaint was confirmed. Internal components were evaluated, which revealed lack of lubrication around bearings and foreign debris contamination. The absence of lubrication and debris can lead to increased friction among rotating components, resulting in heat being generated.